Event description:
It was reported that the patient presented to the clinic due to experiencing a vibratory alert. The day before the patient was doing -heavy lifting- and likely dislodged the ventricular lead. The lead exhibited loss of capture and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.